Event description:
It was reported that the device was used during an unknown procedure. The obturator would not fit in the sleeve. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.